Event description:
It was reported that the pump insulin on board reading was inaccurate. Customer's blood glucose level was within range (value not provided).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Pump data was reviewed and the customer's allegation was unable to be confirmed. Pump data was reviewed and the customer's allegation was unable to be confirmed.